Manufacturer narrative:
Citation: hwang y. Et al. Pacemaker dependency after transcatheter aortic valve replacement compared to surgical aortic valve replacement. Medicine (baltimore). 2021 jun 4; 100(22): e26123. Published online 2021 jun 4. Pmid: 34087862. Doi: 10.1097/md.0000000000026123 earliest date of publish used for date of event and date of death. [Medtronic products referenced: corevalve (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding need for permanent pacemaker implantation after surgical or transcatheter aortic valve replacement (savr/tavr). All data were retrospectively collected from a single center between january 2012 and november 2018. The study population included 47 patients (predominantly male, mean age (B)(6) years), divided in savr and tavr groups. Twenty-one patients in the tavr group were implanted with medtronic corevalve bioprosthetic valves and one was implanted with a medtronic evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all tavr patients, thirteen deaths occurred with suggestion that new-onset cardiac conduction disturbances post-tavr contributed to these deaths. No further information was provided. Based on the available information medtronic product may have been associated with the deaths. Among all tavr patients, adverse events included: need for permanent pacemaker implantation due to new-onset left/right bundle branch blocks, high-degree/complete av blocks and atrial fibrillation; re-hospitalization for heart failure. Based on the available info rmation medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.